Manufacturer narrative:
This event has been reported by the manufacturer under MDR#3002808486-2019-01732.

Event description:
Is alleged that "[pt] received a cook celect filter on (B)(6) 2013. Alleged fracture." Patient allegedly received an implant on (B)(6) 2013 via left common femoral vein due to deep vein thrombosis. Patient is alleging device fracture. (B)(6) 2013, ivc filter implant operative report: ¿the filter was delivered across the third lumbar vertebrae under fluoroscopic control. Completion angiogram reveals excellent position.¿ per a CT (computed tomography) scan of the abdomen dated (B)(6) 2017, ¿an inferior vena cava filter is in place. The apex is situated eccentrically and impinges slightly upon the wall of the inferior vena cava. There is an abnormal appearance of the struts along the inferior and left side, strongly suggesting a fracture or a missing strut. No missing strut is identified in the visualized soft tissues, however. The distal aspect of the struts extend through the inferior vena cava without other complicating process.¿